Event description:
The device was explanted, returned, and analyzed. It tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.